Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial MDR, follow up information confirmed the device failed to cross the lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). The proximal shaft of the 4.0 x 12 xience prox stent delivery system (sds) broke during use. The device was easily removed as the separated portion was outside the patient anatomy. Another xience prox was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.